Manufacturer narrative:
The investigation of the reported failure mode has been completed. Hematoma : the cause of the injury was not determined since product was not returned and insufficient clinical details provided. Device history review: the device passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported a patient noted as high risk percutaneous coronary intervention was implanted with an impella cp for mechanical circulatory support. Prior to placement of the impella peel-away sheath, two precloses were placed. While sequentially dilating, the 12 french dilator apparently caught on one of the perclose sutures. The physician continued to place the peel-away sheath and impella without issue occurring from the pump, but hematoma formation occurred. While on support, the patient developed a hematoma and was transferred to an operating room (or) to urgently evacuate the hematoma and repair vessel bovine patch angioplasty. While in the or, the patient received one unit of packed red blood cells. The patient peel-away sheath was removed in or and hemostatic control via vessel loops in surgical cutdown was noted. The patient was stable while exiting the or. The case continued. The device was explanted and the patient survived.